Event description:
It was reported that avalon cannula cracking when used subclavian (junction of wire bound to plastic). This information was received during performed cannulation course by getinge. Since the failure was related with a crack that could cause a blood leakage, the complaint is reportable. Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.